Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This complaint is being reported retrospectively due to feedback from a facility FDA inspection. Foreign material consistent with medical adhesive was identified on the helix surface. The foreign material may have contributed to the reported difficulty in helix extension and/or retraction during the attempted implant.

Event description:
It was reported that the helix would not extend or retract. The lead was not implanted.